Event description:
During a flutter ablation procedure it was reported that a diagnostic ep catheter perforated the patient's right ventricle. Pericardiocentesis, pneumothorax and a chest tube insertion were preformed on the patient. Later in the same day the patient was taken back to the operating room for a pericardial window.

Manufacturer narrative:
The complaint device was returned to ascent for evaluation. A device evaluation was conducted and the device passed all testing and the failure could not be duplicated. Ascent's instructions for use for ep catheters warning section states, "vascular and/or cardiac damage, include perforation, is a small but inherent risk." The IFU's adverse reactions section list pneumothorax and cardiac perforation as possible adverse reaction when using this device. A review of the device history record for the reported device indicated that the catheter passed all applicable tests and inspections prior to release. This is the first complaint that ascent has received for the catheter perforating a ventricle.